Event description:
Writer notes: 1.2 fr argon PICC line inserted by (B)(6) on the 24th at 0230 with ease in right saphenous vein. Noted to be leaking several hours later at the end of the PICC where it connects to the straight IV connector. (B)(6) (PICC nurse) on and assessed. Changed dressing and line appeared ok. Line then noted to be leaking again a few hours later. (B)(6) advocated that line be removed and team did not want to remove it. Baby had 3 dressing changes before it was removed on the 25th in the afternoon. New PICC inserted on 25th after 4 attempts and that line (same lot) is still insitu. Minor harm: minimal symptoms/loss of function/harm.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without the affected device, a comprehensive investigation cannot be conducted, and a root cause cannot be determined. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.